Manufacturer narrative:
Zoll medical corporation received the device, but the clinical event file was over written by the customer prior to return. The investigation was limited to the functionality of the device and no faults were identified. The analysis decision could no be evaluated without the clinical file. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.